Event description:
The customer reported that the she had been experiencing unexplained high blood glucose levels. The customer also reported that the insulin pump had been returning motor error alarms and no delivery alarms. The customer stated that the motor error alarms occurred during basal. The customer did not list any significant events leading up to the motor error alarms. Blood glucose level was above 300 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was received with motor error alarm during occlusion test due to faulty back pressure sensor (gold). Unable to verify no delivery alarm due to motor error alarm. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.